Event description:
It was reported by the patient that she underwent a gynecological procedure to treat stress incontinence in 2013 and an obturator sling was implanted. Post operatively, the patient is totally incontinent. Additional information was not provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.